Manufacturer narrative:
The unit has not yet been returned to sorin group (B)(4). The inspire 8m hollow fiber oxygenator was assembled into a customized circuit, code in00332, that is not distributed in the USA, but the oxygenator is similar to an oxygenator that is distributed in the USA (510(k) number: k130433). Sorin group (B)(4) manufactures the inspire 8m hollow fiber oxygenator with integrated hardshell venous/cardiotomy reservoir. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that an increase of the premembrane pressure of the inspire 8m oxygenator was detected during an aortic valve replacement procedure. After completing the procedure, a valve leakage was observed and the surgeon opted to restart the procedure. A second inspire 8m oxygenator was primed but could not achieve the correct flow due to high premembrane pressure. The second oxygenator was not hooked up to the patient. A third oxygenator was connected and the valve revision was completed without patient impact. During the valve revision to correct the leakage, a clot was noted on the aortic valve, which was removed without consequence to the patient. This medwatch report is being filed in response to the discovery of the clot. The patient was discharged by the hospital on (B)(6) 2016. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. A follow-up report will be sent when the investigation will be completed.

Event description:
Sorin group (B)(4) received a report that an increase of the premembrane pressure of the inspire 8m oxygenator was detected during an aortic valve replacement procedure. After completing the procedure, a valve leakage was observed and the surgeon opted to restart the procedure. A second inspire 8m oxygenator was primed but could not achieve the correct flow due to high premembrane pressure. The second oxygenator was not hooked up to the patient. A third oxygenator was connected and the valve revision was completed without patient impact. During the valve revision to correct the leakage, a clot was noted on the aortic valve, which was removed without consequence to the patient. This medwatch report is being filed in response to the discovery of the clot. The patient was discharged by the hospital on (B)(6) 2016.